Event description:
The customer reported that the display was dark. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, it was reported that information was on the screen, but there was no backlight to display the text. The remote service engineer (rse) provided the parts ID for 2nd generation liquid crystal display (lcd) and user interface (ui) printed circuit board assembly (pcba). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 11/11/2022, 11/18/2022, 12/02/2022 and 12/03/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.